Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent helium loss 2 alarms". Additional information states that "the alarm had stopped and the md chose not to replace due to critical status of patient". The iab catheter nor the iab pump console were exchanged or swapped. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#:(B)(4). The reported complaint for "persistent helium loss 2 alarms" is confirmed based on the customer picture provided with the complaint report. The photo shows the pump strip with "possible helium loss 2" alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "persistent helium loss 2 alarms". Additional information states that "the alarm had stopped and the md chose not to replace due to critical status of patient". The iab catheter nor the iab pump console were exchanged or swapped. The patient's current condition is reported as "critical".